Manufacturer narrative:
This report is submitted on november 18, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to pain with device use. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-03824. This report is submitted on february 09, 2023.